Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a craniotomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle broke when sewing the muscle tissue. Another like device was used to complete the procedure. The needle got stuck in the muscle and the broken needle was found at last after removal of the suture. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.